Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "failed to alarm for occlusion" was not confirmed during device evaluation. The root cause was not confirmed. There were no repairs made in regards to the reported condition. A service history review revealed that the device had not been previously serviced by baxter for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information become available a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that failed to alarm for occlusion. This event occurred during biomedical testing. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The software edition for this device is currently unknown. No additional information is available.